Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5.4 cm in diameter fusiform abdominal aortic aneurysm approximately 30 months ago. Proximal aorta was 23-25 mm in diameter and 14 mm in length. Distal aorta was 20 mm in diameter. Right iliac artery was 13-12-15 mm in diameter and the left iliac artery was 14-13 mm in diameter. The right and left femoral arteries were 8 mm in diameter. The right and left iliac arteries were mildly tortuous with 10% stenosis. The circumferential aortic mural thrombus/calcification at the proximal neck was 5%. It was reported that the patient experience post-procedural bleeding of less than 1000 cc. This event was found to be related to the study procedure but not the study device. One month post index procedure, an ultrasound showed that the aneurysm had expanded to 6.3 cm. No endoleaks were observed. No intervention was performed and the cause of the expansion is unknown. It was reported that 16 months post index procedure, the patient expired. The cause of death is unknown. It is unknown if this event was related to the study device or study procedure per the investigator. The patient was home and was found to have had a head wound. No autopsy was performed and no death report is available. The investigator assessed this event to not be device or procedure related.

Manufacturer narrative:
Results: inherent risk of procedure (death). Conclusion: cause is unknown.